Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient's device was removed because it shocked her.